Event description:
Information received indicates the bed exit will not alarm at the nurses station, but does alarm at the bed.

Manufacturer narrative:
The technician replaced the utv board to repair the bed.